Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited non-capture at maximum outputs and high out-of-range pace impedance measurements greater than 3,000 ohms. A shock impedance vector breakdown revealed the the following: triad = 49 ohms, rv-coil-to-can = 61 ohms, rv-to-ra = 68 ohms, ra-coil-to-can = 61 ohms. The implantable cardioverter defibrillator (ICD) was recently changed last year, there were no ICD concerns at this time. There was no evidence of noise, and sensing was stable at this time. Chest x-rays were ordered. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.